Event description:
It was reported to boston scientific corporation in 2006, that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), in 2006. According to the complainant, the "guidewire sheath separated from core and became stuck inside of a hurricane balloon." No issues were reported at the end of the procedure.

Manufacturer narrative:
A visual examination of the returned guide wire revealed that the sheath was split or ripped at 149 cm from the end of the jagwire, exposing the core at approximately 2 cm. The sheath was found to be accordion after the split and indentations were seen at 22 cm from the expose core wire. Based on the evaluation the root cause could not be determined.